Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for aseptic loosening. There is no attachment of the ankle replacement components.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
Correction - h6 (device code). The reported event could be confirmed, based on available CT scans and medical expert opinion the device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component does not show any relevant radiolucence or cavities. There is no loosening or migration visible. The pe cannot be assessed directly. There is no indirect sign of loosening or migration visible. The talus shows some radiolucence and some cavities at the component and the pegs. Here, loosening can be confirmed, but there is no clear migration visible.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cavities around the peg that contributed to implant loosening if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for aseptic loosening. There is no attachment of the ankle replacement components.